Event description:
Bag valve mask used on a patient not breathing. Patient was intubated. Peep valve had broken off in its packaging and was not detected by the crew for some time, air was escaping during each ventilation.